Event description:
It was reported that during a laparoscopic cholecystectomy and excision of liver metasticies procedure, the device was making the metal on metal sound and subsequently an error code 5 came up on the generator. When the product was removed from the patient, it was realized that the non active pad on the device was missing and presumed to still be in the patient. The non active pad was not found. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested.

Manufacturer narrative:
Date sent: 08/27/2009. Information anticipated, but unavailable at this time.